Event description:
It was reported that this right atrial (ra) lead exhibited minute ventilation (mv) chop in a signal artifact monitor (sam) event and high out of range impedance measurements. There were noisy signals also noted on the lead channel. There was inappropriate mode switch noted as well. Technical services (ts) recommended the lead be evaluated in office with isometrics. This ra lead remains in service. No adverse patient effects were reported.